Event description:
The device was used during a laparoscopic gastric bypass. Reportedly, when the reload cartridge fired, the knife advanced and the staples fired on the specimen side. Bleeding occurred. Four more reloads were used to finish the pouch.